Manufacturer narrative:
Weight and ethnicity- information requested but not available at the time of this report. Serial number requested but is unknown at the time of this report UDI #: partial number provided as product serial number was requested but is unknown at the time of this report. Device manufacture date: unknown, as the serial number was requested but is unknown at the time of this report. Device evaluation was performed by the field service engineer (fse) who visited the site after the reported event. The fse found no issue with handpiece as it passed and met specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a cataract procedure a corneal burn occurred in the patient's left eye. The burn required sutures and wound glue. The doctor was able to complete the procedure and at the time of this report there is no information on the patient expected outcome.